Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The electrode was bent approximately 17 mm from the tip with a fracture located through the sense a lumen. It was determined that this damage was a result of the patients fall.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This supplemental report was submitted to provide information of the product explant and replacement.

Event description:
This supplemental report is being filled to include additional information regarding the explant and replacement of the this product.

Event description:
It was reported that the patient's physician did not believe that their device would not work for them. The device does not generate enough power to successfully convert the patient's arrhythmia. Approximately two week later, the patient reported that they had received an inappropriate shock from their system while on the treadmill causing them to be knocked to the ground. The physician is still determining the best course of action for the patient and as of now the entire system has been deactivated. No additional adverse events were reported.